Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The failed battery test alarm, weak battery alarm, and battery out limit alarms could not be verified due to the blank display. The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that insulin pump has a blank display. It was also reported that insulin pump has a very scratched screen. Customer's blood glucose reading was 169 mg/dl. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump. Nothing further reported.